Event description:
It is reported that the patient underwent a manipulation and the first stage of a two stage revision for loosening, instability, and infection suspected by the surgeon.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Primary operative notes indicate good collateral stability in both full extension and 90 degrees of "flexion" with the trial components at 30 and 40 degrees of flexion, collateral instability was noted and a constrained posterior stabilized articular surface was therefore used. Review of the revision operative notes indicates fluid was sent for gram stain, culture, and sensitivity. Ultimately, the gram stain came back negative for bacteria. A huge amount of hypertrophic synovium was noted in the knee. Samples sent for frozen section came back positive for acute inflammation. The tibial component was noted to be grossly loose. The femoral component was identified as "not grossly loose" but "erosions into the bone adjacent to the knee externally which suggested something eating away at the bony cortex" was noted. An antibiotic cement spacer was then implanted. Review of the returned photograph of an ap radiograph suggests a gap between the underside of the tibial component and the proximal tibial plateau on the lateral side, however, this cannot be definitively confirmed due to the quality of the photograph and the angle at which the radiograph was taken. Single use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any pt infection. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies.

Manufacturer narrative:
This report is being amended to reflect changes.

Manufacturer narrative:
This report is being amended to reflect changes in sections a4, g4, g7, h2, and h10.